Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During inflation at below nominal pressure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.